Event description:
It was reported that a patient expired after receiving a "deformed" promus element plus stent. A physician reported that he heard about this happening to a patient in the area, but does not have any other information. The physician states he is not sure who told him this information. Additional information has been requested but is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).